Manufacturer narrative:
Results: the embolization coil¿s stretch resistant (sr) wire was fractured; the introducer sheath was kinked approximately 3.0 cm from the distal tip. Conclusions: evaluation of the returned devices revealed that both ruby coils¿ sr wires were fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. Further evaluation of the first ruby coil revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging of the device for return. Evaluation of the second ruby coil revealed that the introducer sheath was kinked. The observed kink likely contributed to resistance while attempting to deploy the ruby coil. The observed kink may also have contributed to resistance that caused the sr wire of the ruby coil to fracture. The first ruby coil¿s embolization coil and the non-penumbra microcatheter were not returned for evaluation. Therefore, the root cause of the first ruby coil not deploying correctly could not be determined. The second ruby coil¿s pusher assembly was not returned. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01416.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, the physician deployed and detached initial ruby coils into the target vessel using another manufacturer's microcatheter. While attempting to deploy the next two ruby coils, the physician indicated that the coils were not deploying correctly. Therefore, both ruby coils were removed and the procedure was successfully completed using new ruby coils and the same non-penumbra microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.